Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The facility's biomed stated to the fse that the display would flash then never completely power up. Upon inspection the facility's biomed found that the batteries were discharged. It was speculated that the console wasn't pushed in all the way and therefore the batteries were discharged. The fse evaluated the iabp and was unable to duplicate the reported issue. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to power-up. The customer reported that he was unable to reproduce issue. This event occurred before use on a patient. No adverse event was reported.